Manufacturer narrative:
Date returned to MFR changed from "10/28/2015" to "08/26/2015." Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component and conducted a visual inspection. The blender module ii was installed to an oxygen wall fixture regulated to 50 psi (pounds per square inch) and placed in service for duplicating the reported issue. The reported issue was duplicated and an audible air leak was found to be coming from the relief valve of the pressure regulator. The pressure regulator was disassembled and debris was found beneath the piston. The debris caused the piston to degrade and stay in the open position. This issue will be internally investigated.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Fse report: the field service engineer evaluated the ventilator and found the issue to be due to the blender. He replaced the blender and tested the ventilator and everything passed. The blender was sent back to carefusion's failure analysis lab and is currently under investigation. When a result of investigation is completed, a follow up report will be submitted.

Event description:
The customer requested a field service engineer indicating that during pre-use set up a loud internal leak was noted where the high pressure o2 source is connected to the inlet.